Event description:
It was reported by the patient when removing the pod from the infusion site, the cannula was discovered to be punctured indicating that the cannula was damaged. The blood glucose levels reached 340 mg/dl while wearing the pod for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had been damaged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s908usqs7exl8 cloud - smartphone hardware sm-s908u cloud - cgm sensor type g7.